Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion area was located in a moderately tortuous shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 4 atmospheres upon the first inflation. The device was removed from the patient's body, and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.